Manufacturer narrative:
(B)(4). Section d.4. - unique identifier (UDI)# corrected from (B)(4). The reported complaint that the "tip of the balloon was found to be unable to be opened" is not able to be to confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " after the normal puncture was completed, the balloon bag was opened, vacuumed, and the catheter was removed flat, the device was activated with an alarm that the balloon pressure was too high, and the tip of the balloon was found to be unable to be opened using ultrasound". To continue therapy another catheter was inserted into the same insertion site. No patient injury or consequence reported. The pateint's current condition is reported as "fine".

Event description:
It was reported " after the normal puncture was completed, the balloon bag was opened, vacuumed, and the catheter was removed flat, the device was activated with an alarm that the balloon pressure was too high, and the tip of the balloon was found to be unable to be opened using ultrasound". To continue therapy another catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).